Event description:
It was reported that there was telemetry failure with the programmer and radio frequency head. Both the programmer and the head were returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found. (B)(4): analysis confirmed the reported event, as a result the cable was replaced.